Event description:
It was reported that the shock impedance for this subcutaneous implantable cardioverter defibrillator (s-ICD) has been low since implant. The impedance had been 55 ohms at implant, then was at 40 ohms several months later, and was 35 ohms at this time. Defibrillation threshold (dft) testing could not be performed at implant, and a recent shock was the first shock the patient received, giving an impedance of 27 ohms. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient underwent a revision procedure for repositioning of the existing s-ICD due to it being turned on its side. The patient reports the s-ICD did not fully shock. The impedance has been stable at 30 ohms. The s-ICD system remains in service. No additional adverse patient effects were reported.